Manufacturer narrative:
The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was reported, the endoscope reprocessor had broken connectors. Connecting tube cannot be connected to the channel connector in the reprocessing basin. The issue was found during annual maintenance there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, no abnormality of the subject equipment from the investigation result, but the connecting tube was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 5 inspection and preparation before use 5.7 inspecting the connecting tubes and leak test air tube before using the reprocessor, always check that there is no irregularity regarding the following points on the connecting tubes and leak test air tube. All tubes should be free of cracks, breaks, fissures, scratches, or stains. There should be no cracks in the lock levers of connecting tube connectors and leak test air tube connectors. There should be no bends or breaks in the pin of connecting tubes connector and leak test air tube connector. The tube should not be easy to disconnect once connected. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted. This report is related to mfrs: 9610595 - 2024 - 03466 (2/4), 9610595 - 2024 - 03456 (3/4), and 9610595 - 2024 - 03457 (4/4).